Event description:
The tube connected to the plastic dog tail leaked 5 fu. No injury reported.

Manufacturer narrative:
The MFR has received the sample and will be evaluated. Results are expected soon.